Event description:
Induction for pregnancy induced hypertension at 37 weeks. Labor induced 11/30/99. Vacuum extraction device used after 4 hours of second stage labor. 4 attempts - 1st attempt failed due to scalp lead. 3 subsequent attempts between 1:18 and 1:24 with successful delivery at 1:24 pm. Cephalohematoma noted on admission exam.